Event description:
The customer reported that the dap (dose rate) did not display on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep calibrated the dap. The system operates as intended.